Manufacturer narrative:
Other text: device evaluation: tamper seal is intact. This device has not been serviced in the past 12 months. Unable to review event history log due to blank screen with constant alarm. Pump would cut to blank screen with constant alarm in the middle of power up self-test. Main board no longer operates properly. Unable to determine why, found no visible damage. Reported problem duplicated during power up process. The main board was not operating as intended, which caused the constant sound with no display. The main board was replaced to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during a returned order service, when going through and alarm mode the powering up-screen went blank. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.